Manufacturer narrative:
Product analysis: analysis found that the analyzer failed incoming testing and the patient connector pin sockets were damaged. The device will be sent on for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned for routine maintenance subsequently tested out of specification during manufa cturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Correction: date of event populated. If information is provided in the future, a supplemental report will be issued.